Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During endoscopic retrograde cholangiopancreatography, the user found that the elevator wire was broken and returned the device to olympus medical systems india private limited (omsi). The user replaced the device to another device and completed the procedure. Omsi then checked the device and found that foreign material was adhered to the forceps elevator. Therefore, based on the information provided, olympus medical systems corp.(omsc) determined that the insufficient or incorrect reprocessing endoscope may have been used in the procedure. In addition, as a result of the evaluation by omsi, the following was confirmed. -the insertion tube was scratched. -there was a cut in the image guide protector. -the instrument channel port was shaved. -the protector on the control section side of the universal cord was shaved. -the light guide cover glass was dented. -the labeling of the grip unit was unclear. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the olympus field service engineer, the device had been manually cleaned with the olympus channel cleaning brush bw-20t and channel-opening cleaning brush mh-507 and then reprocessed with an olympus automated endoscope reprocessor model oer-aw. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The instruction manual states that insufficient cleaning and disinfection or sterilization of the endoscope may pose a risk of infection to the patient and the operators performing the next procedure with the endoscope. In addition, the instruction manual details the reprocessing method for the forceps elevator and around the forceps elevator. The user can detect the reported event because the instruction manual also states that the forceps elevator should be inspected for foreign material during preparation for use. The instruction manual states that the endoscope should be reprocessed before returning it for repair. The exact cause of the reported event could not be conclusively determined. Based on the investigation results, foreign material may have adhered to the forceps elevator because the user did not properly clean the device when returning it to olympus. In addition, the insufficient or incorrect reprocessing endoscope may have been used in the procedure due to lack of training for facility staff regarding device handling and reprocessing according to the instruction manual when returning the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the suction cylinder was scraped due to the cleaning brush. -the drainage of the objective lens was poor due to the crushed air/water nozzle. -the angulation was insufficient due to the elongation of the angle wire. -the adhesive of the bending section rubber was cracked. -there was an abnormality in the shape due to excessive ironing of the bending section. -the insertion section was deformed and wrinkled. -the universal cord, endoscope connector, remote switch, and boot were damaged. -there was an abnormality in the appearance of the control section. -the forceps elevator wire was completely cut off. -there was not enough light from the light guide lens. -there was a leakage from the control section. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign matter was adhered to the gaps and grooves at the distal end. There was no report of patient injury associated with the event.